Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of monopolar curved scissors snapped off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.75 mm x 3 mm in size. The complaint regarding the tip of instrument snapped off was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that no fragments were reported to fall into the patient. There were no reports of fragments falling from the device while used within a patient.

Event description:
Refer to h11 for follow-up information.